Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders were not crossed over. A technical support specialist (tss) connected to the server and executed a script as per the knowledge article "medes: interface delayed/down notice" to check the interface. Services were updated, and the script was run again. Following these actions, the customer confirmed that messages were successfully transmitted across the interface. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing. However, there were no delays or adverse events or injuries reported based on this event.